Manufacturer narrative:
Date of event: please note that this date is based off the date the article was accepted for publication as the actual event date was not provided. Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Falowski, s.m., bakay, r.a. Revision surgery of deep brain stimulation leads. Neuromodulation: journal of the international neuromodulation society. 2016. Doi: 10.10.1111/ner.12404 summary: deep brain stimulation (dbs) is widely used for various movement disorders. Dbs lead revisions are becoming more common as the indications and number of cases increases. Surgical technique, as well as variable options are important in lead revision and can be dictated based on reason for revision. Over time patients who have had adequate relief with dbs placement may experience loss of efficacy and development of adverse effects requiring revision of the dbs lead to maintain its effects. Reported events for unidentified dystonia patients: 3 lead revisions were required for patients with globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia due to a loss of effect. Revised lead locations and time to revisions were as follows: anterior-medial (2 years), posterior (<(><<)>1 year), anterior-lateral (1 month); one patient with globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia required a lead revision due to a loss of effect. A decision was made to change the bilateral dbs gpi leads to bilateral subthalamic nucleus (stn) leads after their lack of treatment response over a one year time period; 2 lead revisions were required in a patient with dbs for dystonia due to high impedances. The bilateral leads were revised anteriorly at three years after initial implant. The location of the malfunction causing high impedances was diagnosed by using an external screening device intraoperatively to test each component of the system; 1 patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia required a revision of the right lead due to a fracture. It was noted that this patient did not experience relief with the original placement and required revision to optimize treatment. The revised location was 'posterior-medial' and occurred at less than one year; one patient with bilateral globus pallidus internus (gpi) deep brain stimulation (dbs) for dystonia required bilateral lead revision due to a loss of effect at two years post-implant. It was noted that the patient did not experience relief with the original placement and required revision to optimize treatment. The revised location of the bilateral leads was posterior-medial.